Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter had an "inaccuracy issue." The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the alleged issue began on two days earlier at 11:30pm during that time, the patient reportedly obtained inaccurate high readings on the subject meter. At an unspecified time, patient reportedly obtained the readings of "215, 233, 249mg/dl" on the subject meter and compared with aviva meter (non-lfs meter) readings of "192 nad 210mg/dl", performed in less than 10 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results were within the expected value of <= 30% and /or <=30mg/dl. The patient stated that as a result of the high readings obtained on the subject meter, he reportedly took an additional 6 units of novolog insulin. As a result, in less than 2 hours, the patient reportedly experienced symptoms of "shakiness and sweatiness." The patient did not seek any medical attention from the health care professional (hcp) and did not require/ receive any other treatment for the diabetes. During the troubleshooting, the cca noted that the patient was obtaining blood samples from his fingers. The patient's testing technique when reviewed was found to be correct and he was also cleaning the puncture area properly. The meter was set to the correct unit of measurement and the reported results (215, 233, 249mg/dl) were verified in the subject meter's memory. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with severe hypoglycemia, after he reportedly took additional units of insulin based on the alleged readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.